Event description:
Information was received that a smiths medical cadd administration set patient on inotrope infusions who have had their pump tubing set come apart at the point where the tubing meets the luer lock end. No adverse patient effects were reported.